Event description:
Event description this cardiac resynchronization therapy-defibrillator (crt-d) was returned to boston scientific with no additional information. There were no reported adverse patient effects. No additional information is available at this time.